Manufacturer narrative:
Findings: pump received with intermittent up and down arrow button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 43 mg/dl. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 43 mg/dl. The customer was advised to revert to a backup plan. The customer was advised that pump will be replace.